Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported that the pump is not connecting with the mobile app. The patient uninstalled mobile app and installed it again on his phone but mobile not connecting with phone. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will continue using the insulin pump and the pump will not be returned for analysis.